Event description:
At the end of an atrial fibrillation procedure, during the transthoracic echography control, a small pericardial effusion was noted in the posterior lateral side of the right ventricle. No tamponade. The physician believes that this is due to a breach in the coronary sinus during rf. 20 watts was used in the coronary sinus to complete the mitral isthmus block. The transthoracic echography was controlled in the post interventional room and the pericardial effusion had regressed. The patient has recovered and there were no alleged issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. A manual reset was performed outside of the patient and not after insertion. The auto reset function appeared to be working. A number of ablations were performed and the catheter was removed from the patient and reinserted after 96 minutes. A manual reset was again performed outside the patient and not after insertion. A check baseline message appeared after 143 minutes, and a number of ablations were performed while the message was present and contact force values were not base-lined. Eventually the auto reset function base-lined the force values, but the issue intermittently occurred a couple more times until the end of the procedure. Forces up to 50 grams were recorded during ablation. The optical fibers met specifications for cavity distance while inside the patient, the recorded temperatures indicated cooling during rf ablation, and contact force values were displayed throughout the duration of the log files. The ensite x ep system contact force module instructions for use states ¿baseline drift of the force output may occur during the procedure. Operator should verify baseline integrity periodically during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.